Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device would not lock onto the drill device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had damaged bearings, and the mid and back assemblies were contaminated. It was further determined that the device failed pretest for vibration assessment. The assignable root cause of this condition was determined to be traced to maintenance (improper cleaning methods), which is user error/misuse/abuse. (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the angle attachment device would not lock onto the drill device. During in-house engineering evaluation it was observed that the attachment device had vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.